Manufacturer narrative:
Device received with critical pump error due to missing keypad assembly. Device unable to perform displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with peeling keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had big red x on insulin pump screen, pump error occurred. The customer's blood glucose value was 81 mg/dl. The customer also stated that the pump has been bumped. The insulin pump will be returned for analysis.